Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 300 mg/dl. The customer stated that the insulin pump also alarmed motor error a week prior, but she had not reported it since she was able to clear the alarm. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.